Event description:
It was reported that, during an abdominal surgery, the physician cut the reservoir of this inflatable penile prosthesis (ipp), resulting in a total fluid loss from the device and therefore, inflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.